Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site. The patient underwent surgical intervention where the pocket site was revised and the ipg was electively replaced with a newer model. The patient's issue is now resolved.